Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: corrected: h6. Product complaint # (B)(4). Investigation summary : no device was received. Root cause undetermined. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
The literature article entitled, "transverse subtrochanteric shortening osteotomy in primary total hip arthroplasty for patients with severe hip developmental dysplasia" written by myung-sik park, md, kyu-hyung kim, md, and woo-cheol jeong, md published by the journal of arthroplasty vol. 22 no. 7 2007 accepted by publisher 8 may 2007 was reviewed. The article's purpose: "report on our experience with 24 total hip arthroplasties combined with transverse subtrochanteric shortening osteotomy with an average of 4.8 years of follow-up (minimum, 2 years)." Data was compiled from 24 hips (23 patients) implanted between november 1998 to february 2003 (16 women and 7 men) with mean age of 49 years. Depuy products utilized: srom stems in 14 hips. All other femoral components were non-depuy. No identification provided for acetabular components. No information provided on bearing surfaces. The article makes note the srom stems are distal fluted and non-depuy were distal tapered to assist in identifying some adverse events to products. The article reports all non-union, migration, and revision surgeries were related to the non-depuy distal tapered stem. The article reports on adverse events as well as provides one patient identified in radiographic image captured on a linked complaint. This complaint captures the adverse events related to depuy: intraoperative crack or fracture of proximal segment treated with cerclage wires, inability to walk or walk difficulty requiring assistive device, leg length discrepancy greater than 2 cm (no indication of intervention provided) attributed to hip disorder on the contralateral side.